Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection which resulted in a leak between the patient¿s transfer set and the patient line of a homechoice cassette. This occurred during fill one of six of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient in ending the therapy and advised the patient to contact their registered nurse or to go to an emergency room regarding the event. During follow up, the patient confirmed that the connection was properly tightened before therapy started. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.